Manufacturer narrative:
E1: name of the initial reporter is unknown the investigation into the purge issue has been completed. The impella automated controller was returned for investigation. The data logs from the complaint date revealed that the console issued the purge disc not detected alarm (event set # 402) occurred once as per the logs, which got resolved in <10 sec. As per the logs, the purge cassette was detected by the aic. Per review of the real time logs it can be seen that the purge pressure was not holding during the first few "purge_system_priming_fluid_not_detected" errors. Finally, the purge pressure becomes a flat line which might be indicative of a leak. The testing of the returned console indicates the issue with properly detecting the purge pressure disc was not reproduced, and purge assembly had no visible damage. The console was detecting purge disc and cassette when evaluated multiple times on the laboratory bench. The device functioned/operated to specification. This report is being filed as part of a retrospective review of historical records.

Event description:
The field service engineer reported that the automated impella controller (aic) would not recognize the purge cassette. A return box was sent to the customer to initiate return of this device. There was no patient involvement, harm, or injury reported.